Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the device data due to the patient experiencing fatigue, sinus bradycardia, and not feeling well. It was noted that the right atrial (ra) lead exhibited noise. An insulation break was suspected. Upon review, it was confirmed that the ra lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. High pacing threshold measurements were also noted. A revision procedure was performed and the ra lead was surgically abandoned. A new lead was successfully placed. No additional adverse patient effects were reported.